Manufacturer narrative:
It was initially reported that the model and serial number of the device was unknown. Upon further investigation, the user facility provided the serial number which was not found in our system. The stryker sales representative was able to confirm the device involved in this alleged event is not a stryker device and the user facility requires no further action from stryker.

Event description:
It was initially reported that the user facility was experiencing a faulty plug. The serial number provided was not found in the system and upon further investigation the stryker sales representative confirmed that this was not a stryker device. The user facility requires no further action from stryker.

Event description:
It was reported that the plug is faulty, possibly indicating the potential for ac shock. There was no report of patient involvement or any adverse consequences. The model and serial number of this device are unknown at this time. Attempts have been made to reach the customer for more information; however, the customer has not responded to these attempts.